Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device would not interrogate. The patient was last seen since implant. The device was not pacing on a surface ECG, and the battery is suspected to be completely depleted. The device will be explanted.

Event description:
It was later reported on (B)(6) 2011 that the patient expired. Cause of death was unknown. The patient was in hospice at the time of the event. There was no allegation from a health care professional that the death wa s device related.